Manufacturer narrative:
Correction: b5 ¿ information was inadvertently not included in the previous medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. Olympus performed a visual inspection on the ¿as received¿ condition; the distal end channel opening as well as the biopsy port were free of residue and any foreign material. An olympus brush ( bw-20t) was inserted down the biopsy port through the channel and out the distal end; no foreign material was observed exiting the scope. The videoscope was connected to a pressurized airline and submerged into a tube of water. Water was flushed through the biopsy channel, without any leaks detected. When the scope was removed from the water, the water basin was clear and free of any debris. In addition, an olympus borescope was ran down the channel; no foreign material was found however, multiple deep scratches and tears observed. Burns were also observed inside the channel. Additionally, the bending section cover glue was cracked, the switch button 1 was cut, there was play on the control knob movement and worn glue on both the objective and light guidelenses. An olympus ess visited the customer onsite to observe onsite reprocessing practices. The ess observed the personnel connecting the mb-155 to a scope, turn on the mu-1 and then plugged the mb-155 into the mu-1. The scope was then completely submerged in the water and the scope knobs were angulated. The scope was then removed from the water and properly disconnected. The scope was properly leak tested as well. The customer then placed the scope into detergent and wiped all external surfaces of the scope with a sponge. The scope was brushed using the bw-412t. The user first tried to take the channel brush through the suction port but the ess stopped the user and instructing the user that they are not supposed to take the channel brush through the suction port. The user then used the channel brush and went through the suction cylinder straight across until the brush exits the suction port. User then placed the channel brush at a 45-degree angle through the suction cylinder until the brush exits the distal tip. The scope was brushed with the channel opening brush in the suction cylinder and instrument channel port. After the brushing was finished, the user suctioned the scope for 30 seconds then let the scope soak for two minutes per hospital policy. The user stated that the suction and soaking was per their hospital policy. When the user was placing the scope in the oer-pro, the user incorrectly placed the scope in the oer-pro by placing the universal cord an and insertion tube both in the middle part of the tray where only the universal cord was supposed to lay. The user tested the chemical using the acecide-c test strip in which ended up failing. Then it was noticed that bottle expired on 06/30/2022 but the acecide-c test strip bottle had on it that the customer had opened it on 9/28/22 and it was good until 10/28/22. While ess was onsite, the test was redone using non-expired test strips. Additionally, the customer also provided the cleaning, disinfection and sterilization (cds) processes performed onsite (already reported through related patient identifier c22494527: it was further reported, channel checks were performed to test for carbohydrates, blood and protein after manual cleaning. The scope was not ethylene oxide (eto) sterilized. The scope was reprocessed on 25-nov-2022. There was a delay to pre-cleaning after the procedure. There were no abnormalities with the reprocessing accessories. Manual cleaning was not performed within an hour after the procedure and presoaking was not completed. The detergent used was bioclean. The instrument/suction channel, balloon channel, air/water/suction/biopsy valve was brushed. The last reprocessing in-service conducted by an olympus endoscope support specialist (ess) was on 14-nov-2022. There was no change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. The endoscope was stored in a heap filtered air cabinet. The site used an automatic endoscope reprocessor (serial no. 2110482). The disinfectant used was acecide. All channels were connected with cleaning tubes when the endoscope was connected to the aer. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine the cause of the device testing positive for microbial contamination. The instructions for use (IFU) addresses this failure IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Event description:
The customer informed the endoscopy support specialist that this scope was used in the endoscopy department on (B)(6) 2022 and was cultured on (B)(6) 2022 by lab within the customer facility. The scope culture came back negative on (B)(6) 2022. The operating room had used the scope (B)(6) 2022. The scope was cultured on (B)(6) 2022 by lab within the customer facility and the results came back positive for e. Coli. On (B)(6) 2022. The scope was in quarantine and was not used on a patient since the positive culture.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.

Manufacturer narrative:
The device will not returned to olympus for evaluation. The scope was reprocessed with an oer pro. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for contamination of escherichia coli and klebsiella pneumoniae in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).